Event description:
The customer stated that he was hospitalized for high blood glucose levels over 600 mg/dl. The customer stated that he changed the infusion set several times to try to resolve the issue. The customer stated that his doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing. It was concluded that the device operated within specifications.